Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a 69-year-old patient was placed onto impella cp support due to cardiogenic shock. While on support, the pump advanced deep into the left ventricle and prolapsed. Attempts were made to reposition, but they were unsuccessful. A new impella had to be placed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.